Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the pneumatics module was replaced and returned for investigation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 30, 2012. Based on qa assessment, the product met specifications at the time of release. Pneumatics module was received for evaluation. The returned pneumatics module was installed into a calibrated system and functionally tested. The system message (sm) displayed on start-up. The sm was cleared by performing a sensor calibration and the gas vitrectomy output smartvit measurement system test was performed. The reported event could not be replicated. The sample was found to meet specifications. The sample was found to meet specifications. Smartvit may have been disabled at the time of the reported event. However, this does not prevent cutting function. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that a vitreous cutter stopped cutting on a system. Patient impact is unknown. Additional information has been requested but none has been received.